Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 extension cables were plugged into the hemopro 2 device; however, the device did not deliver energy. The pins of the devices were intact. A replacement device was used to complete the procedure. The hospital did not report any patient effects. While the hospital was unable to provide the exact event date, the event took place during the week of (B)(6) 2013. Refer to MFR report number: 2242352-2013-01108 for the related report.

Manufacturer narrative:
The hemopro 2 extension cable was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The hemopro 2 adapter cable was not returned. A pre-cautery test was performed on the hemopro 2 extension cable with a reference hemopro 2 tool, power supply and adapter cable; the extension cable passed the pre-cautery test as the reference hemopro 2 tool produced steam and heat during several activations. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).